Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that while performing a biopsy using the robotic guidance and imaging system, the site merged a pre-op CT and MRI and created a plan, took a spin, made the scan the reference, merged all their other images to the scan, and then began the biopsy. During the biopsy, bloody cerebrospinal fluid (csf) came pouring out from where the needle was inserted into the patient. A post-op CT was taken immediately after the procedure and merged in with the spin, where the site reported the planned entry point and the location of the burr hole were approximately 3-4 mm off from each other. The surgeon was reportedly unsure if he believed this issue was due to the merge quality of the pre-op CT, MRI, and spin, or an alleged inaccuracy with the system. There was no reported delay to the procedure. Patient impact information was not provided. Additional information was received. It was reported that there was no impact to the patient. Additional information was received. It was reported that there was no further medical intervention needed to obtain additional biopsy of tissue? There was also no further management of csf leaking performed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version#: 2.0.1 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation updated. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.